Event description:
The customer called for help accessing the memory of the meter. When the customer pressed the m button, it was discovered the meter was set in mmo1/l. The customer had only taken one reading with the meter, so no adverse events were alleged. The customer was able to reset the meter to mg/dl with assistance. The customer was satisfied, and no product will be returned.